Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture, baker grade IV. Device evaluation: analysis of the returned device identified: overweight, opening curved on anterior, creases fold, wear abrasion and calcification. A visual and microscopic analysis was performed which identified striated opening on anterior and posterior. Base on the device analysis the final assessment is: a striated opening on anterior and posterior due to surgical damage consist in the use of some surgical tool. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and 'leak". Device has been explanted.